Event description:
It was reported that prior to starting a da vinci si surgical procedure, a broken wire was noted on a vessel sealer instrument. Nothing reportedly fell into a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint; however, for clarification, the nonconformance was a broken cable. The cable assembly was found broken at the instrument's snake wrist. The broken cable segments stuck out and were various lengths. The instrument blade was not exposed out of the garage. Slight biodebris was found at the grip assembly. The instrument was returned with zero uses. Additional observation not reported were insulation damage to the main the tube. Material was missing. The surface of the main tube at the distal end appeared to be scraped off in several areas as well. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.